Event description:
It was reported a port was placed for chemotherapy treatment in 2000. It was noted in 2002 under x-ray, the distal tip of the catheter had fractured and detached in the pt. The detached catheter segment was successfully retrieved with a snare. Another port was not placed as treatment was completed with this unit. The pt's condition is good. This device has not been received for evaluation. Therefore, no failure analysis will be available. As a lot number was not provided, a device history search could not be performed. Co's follow-up indicated this catheter was in place for approx 2 years and was accessed regularly during that time. Additionally, the co's follow-up revealed this catheter was flushed and tested in 2002 and no problem was found. User technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's direction for use outline appropriate placement, access and maintenance procedures.